Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. Section b5 had missing information which should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing related to a CPAP device's sound abatement foam. The patient alleged headache, chest pain, eyes and mouth are excessively dry, nose bleeds and water in lungs there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. Water spots on blower fan, water spots in blower box, dust contamination in blower box, contamination on heater plate, contamination on water tank seal, contamination on dry box, contamination on flip lid, contamination on bottom enclosure (external), contamination on bottom of humidifier (external). The external investigation showed that there was an unknown contamination on the outside of the base unit bottom enclosure and on the bottom of the outside of the humidifier. The internal investigation of the humidifier showed that there was hair contamination on the heater plate. There was an unknown contamination on the water tank seal. The was a small amount of contamination on the dry box. There was hair contamination, that was consistent with the hair contamination on the heater plate, on the flip lid. The internal investigation of the base unit showed that here were signs of water spots on the blower box as well as in the blower box. There was also dust contamination in the blower box. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data was unavailable for download. The error log showed that there were no instances of errors on the device log. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of contaminants and evidence of water ingress.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.